Event description:
It was reported that the ilet user was changing the infusion site and accidentally deployed the infusion set incorrectly, after which an agent provided the full infusion set change instructional video for education. There wee no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure during infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.